Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed reported issue. Rse reviewed the log files and confirmed an error related to the fault in the pdu. Philips field service engineer (fse) visited onsite and confirmed the issue with the relay on mains interface module (mim). Fse replaced the pdu mains interface module which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a tube error causing the generator not to start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.